Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had error codes b30 & e216 (scope communication error). The issue was observed during preparation for use for a diagnostic ebus (endobronchial ultrasound) bronchoscopy procedure. The procedure was not completed and there was a 37-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. Additional information was provided by the customer which is also present in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the type of procedure was a diagnostic procedure. A similar device was used to complete the procedure.